Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 7/18/2018. Device evaluation summary: the two devices were received at mentor without fluid. No foreign material was observed within the devices or on the shell surface of both. During visual examination, the product evaluation team observed both devices appear intact. Leak testing was performed in accordance with mentor procedures and revealed no leakage sites. No anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. The complaint of deflation was not confirmed since no anomalies were found on the reported devices. The device history record (DHR) for the lot number 6721242 has been reviewed on 7/24/2018, and it was verified that the device was manufactured in accordance with documented specifications and procedures. All the implants are 100% inspected before leaving the facility. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) year-old patient who underwent primary breast augmentation with a mentor smooth round moderate profile 350cc saline prosthesis experienced deflation on the left breast prosthesis post procedure. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile saline prostheses on (B)(6) 2018. The patient¿s last known condition was stable.